Event description:
A customer contacted baxter technical service regarding feeling full and requesting a manual drain during fill 1 of therapy using the homechoice system. The home pt reported the device advanced to fill 1 after the home pt had drained 17 ml. The service representative assisted the home pt to check the therapy and the initial drain amount was programmed to 0ml. The home pt dose a manual fill in the afternoon of 2500ml. With the initial drain amount programmed to 0ml, draining 17ml would not prevent the system from advancing to the next cycle. During the call, the fill cycle was stopped and the home pt manually drained 2480ml. Therapy was resumed using the homechoice. The adult home pt was not treated for the overfill situation. The home pt did not receive any low drain volume alarms or bypass any alarm during therapy. The drain phase was not bypassed at any time during the therapy. Therapy was not discontinued and started over at any time prior to the reported event. The home pt's therapy settings have not been changed. The home pt's abdomen was not distended. The home pt has been diagnosed with congestive heart failure (is a heart pt). There were no ultrafiltration related alarms. The home pt's drain history included an initial drain of 2086ml during the previous therapy. The home pt had not have any problems with their catheter. There was no pt injury or medical intervention indicated at the time of the initial report.